Event description:
A report of difficulty charging was received. An x-ray was taken and it was determined that the patient's had rotated. The patient had a pocket revision. During the revision, communication with the implant could not be established and the surgeon decided to replace the implant. The patient is reportedly doing well.